Event description:
The reporter stated the surgeon inserted and removed a +20.5 diopter cc4204bf collamer single piece lens within the same surgery due to the lens tearing. The lens was removed with no pt injury. The reporter stated the cause of the iol damage was due to either the cartridge or the foam tip plunger.

Manufacturer narrative:
Evaluation codes: results (other): a cartridge lot number search was performed and two similar complaints were found. A foam tip plunger lot number search was performed and one similar complaint found.